Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the knife was blunt. An alternate knife was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
One opened slit knife was received in a blister for the report of blunt knife. The returned sample was visually and was found non-conforming with a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip or damaged cutting edge exhibited on the returned opened sample is removed from the lot and scrapped. (B)(4).